Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope, an olympus asset, with no reported complaint. During device evaluation, foreign objects were observed in the nozzle. The service repair technician indicated that the cause of the foreign material could not be determined. There was no patient involvement.